Event description:
Reporter initially noted posterior capsular tears occurred during capsule polishing in several cases. Add'l info rec'd identified pt 2 of 4: anterior vitrectomy performed, iol implanted.